Event description:
Reportedly, during pt use, the "hi rrtot", "disconnect" and "low paw" alarmed with the led flashing simultaneously. However, there was no audible alarm. The pt was manually ventilated and transferred to another ventilator. There were no reported serious or negative pt consequences.

Manufacturer narrative:
(B)(4).